Event description:
On 3/11/93 while living in florida pt was implanted with an artificial urinary sphincter, after a prostate cancer operation. By the end of 1994 he began to have a small patch of red itchy rash on one arm, by 1995 the rash had spread all-over his body from neck to ankles. At the time he was given several types of topical creams, nothing worked. He had been on medication (varapamil changed later to dialtiazem) medication was discontinued rash persisted. In 1996 a dermatologist did a biopsy from one of the lesions on his lower back and the results were "allergic reaction." Pt was put on prednisone, and it has been keeping the rash down, but when it was stopped for 3 weeks the rash reappeared. At some point his dr had him checked by another dr who suggested calling the MFR hoping that a piece of the implant's material could be made available to put on one of the pt's arms to see if the reaction occurred again. At first the MFR wanted to do the experiment but later refused to do it. The implant is made with "solid silicone elastometer," and at the time of the operation and implantation pt was not given any allergy tests to see if he could be allergic to the material. When he started having the allergic reaction the rptr called the hosp inquiring about the problem, and they were told that the hosp had never had a similar problem with any of the other pts that had received the same implant.